Event description:
It was reported by a service report that the side rails and foot board were damaged. No adverse consequences have been reported.

Manufacturer narrative:
Footboard and components, side rails.